Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 24950, remote monitor. (B)(4).

Event description:
It was reported that the remote monitor was beeping in the middle of the night. Investigation was done and it was later determined that the monitor was beeping because the patient's implantable cardioverter defibrillator (ICD) was toning. Further follow up was unable to determine the cause the ICD toning. The monitor will not be returned at this time. The ICD remains in use. No patient complications have been reported as a result of this event.